Event description:
It was reported by report work order that the brake on the foot section would not hold. There was no reported malfunction of the headend brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by report work order that the brake on the foot section would not hold. There was no reported malfunction of the headend brakes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that at the time of inspection, the brakes were holding to specifications. It was further found that a piece of plastic was stuck up under the brake bar. It was noted that this could have potentially stopped the brake bar from engaging.